Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8155920. Medical device expiration date: 2019-06-30. Device manufacture date: 2018-06-04. Medical device lot #: 8204622. Medical device expiration date: 2019-08-31. Device manufacture date: 2018-07-23. Medical device lot #: 8295716. Medical device expiration date: 2019-10-31. Device manufacture date: 2018-10-22. Medical device lot #: 9007981. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-01-07. Medical device lot #: 9056599. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-02-25. Medical device lot #: 9092649. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-04-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred after use with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, "it is reported customer experienced clotting. Was tube filled to the proper draw volume? (Yes). How many times was the tube inverted? (8 to 10 times). Was the tube stored in the refrigerator? (Tubes were stored at ambient temperature prior to sample collection. Final aliquots were stored at -80°c). What is the time from collection to analysis? (Within 30 minutes of collection, blood samples were centrifuged for 15 minutes at 1300 x g , transferred to cryovials, and stored at -80°c for ~3 months.)". 1 of 2 complaints.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to clotting as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that clotting occurred after use with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, "it is reported customer experienced clotting. Was tube filled to the proper draw volume? (Yes). How many times was the tube inverted? (8 to 10 times). Was the tube stored in the refrigerator? (Tubes were stored at ambient temperature prior to sample collection. Final aliquots were stored at -80°c). What is the time from collection to analysis? (Within 30 minutes of collection, blood samples were centrifuged for 15 minutes at 1300 x g , transferred to cryovials, and stored at -80°c for ~3 months.)" 1 of 2 complaints.